Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there no similar complaints for s/n (B)(4). Visual inspection of the returned platform was performed and no physical damage was observed. A review of the archive was performed and several user advisory (ua) 45 (not at "home" position after power-on/res) were observed on (B)(4) 2016, confirming the reported event. The device passed functional testing. In summary the customer's reported complaint was confirmed during archive review. However, the fault could not be reproduced during testing. The device was tested for approximately 45 minutes and performed lifeband retract check, no fault found. The device passed final test.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed user advisory 45 (not at "home" position after power-on/restart) and stopped compressions. The user reverted to manual CPR. It was also reported that the back-up batteries were no available at the time of this call. There were no patient sequelae reported. No additional information provided.